Event description:
Da vinci endowrist prograsp forceps, version 11, malfunctioned during procedure. Instrument was in use during surgery when internal wires of the instrument became dislodged and instrument became unusable. Surgeon aware, or staff aware. Instrument removed intact from patient and given to robotic clinical coordinator. No issue noted with da vinci equipment; instrument only.